Event description:
While servicing the device, the philips authorized service personnel (asp) discovered that the device was not reading the ECG cables. There was no reported patient or user involvement and no adverse patient/user impact.